Manufacturer narrative:
The pump no button response due to corroded keypad traces. No button error alarms noted. The pump was tested with test keypad and no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 80 mg/dl. The customer called in with a frozen display and a button error alarm during blousing. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.